Event description:
It was reported that this right ventricular (rv) lead exhibited one high out of range shock impedances measuring 125 ohms. It was noted the impedances have been varying from 90-100 ohms. The patient will be further evaluated in the clinic and the representative will reset the alert and will continue to monitor. At this time, this rv lead remains in service. No adverse patient effects were reported.